Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient's implant had not been working for 2 years. Technical services redirected to managing hcp if the patient was unable to confirm stim is off with their patient programmer. Patient stated they tried changing the batteries of their patient programmer yesterday and it still would not power on. Technical services reviewed information for MRI of head. Patient stated that the facility would not do a scan because patient could not put device in MRI mode. Technical services explained their device was older and does not have MRI mode, and that they could only turn therapy off for scan. The patient stated they wanted the system removed because it was not doing anything and they still wet themselves. The patient stated  they still had to wear a pad and run to the bathroom. The patient stated they were tired of going into walmart and getting a shock. Technical services asked if patient turns off the therapy to go through theft detector, the patient stated they do since some stores have the detector on and some do not so she doesn't know which ones have it on and sometimes they forget to turn it off. Patient stated their therapy hasn't worked in the last three years and the last two years they had it shut off. Patient didn't want to go back to the doctor that installed the implant. Technical services sent the patient doctor listings in their area to see about removing the system. No patient symptoms reported. No further complications were reported at this time.